Event description:
Two (2) additional holding sleeve-long for matrix were submitted as part of this complaint since the conditions under which they broke are very similar to the events in this complaint. This is report 2 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: manufacturing location: supplier - universal punch / inspected, packaged and released by: monument release to warehouse date: 24-aug-2012, part number: 03.632.072, t25 stardrive shaft f/matrix long, lot number: 6949472 (non-sterile), lot quantity: 101. Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Certificate of compliance received from universal punch dated 09-aug-2012 was reviewed and determined to be conforming. Specified material hardness was certified. Packaging label log was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Visual inspection: visual inspection observed that the distal tip of the returned stardrive screwdriver is slightly deformed. The distal edges of the tip are partially chipped off. The chipped fragments were not sent back for investigation. Moreover, the device is in a very used condition. The observed damage is consistent with the reported complaint condition as such the complaint condition can be confirmed. All features related to the reported complaint condition were reviewed and no other issues were identified. Dimensional inspection: a dimensional test is not appropriate, since all complaint-relevant dimensions can no longer correspond to the valid technical drawings specifications due to the damage incurred. Document/specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The review of the manufacturing documents has shown that the correct material was used and that the hardness was within the specification. Summary: our investigation has shown that the complaint condition is confirmed due to the received condition of the device. Because of the damage, it is not possible to measure the relevant dimension. We do suppose that the device encountered unintended forces, such as being dropped on the floor and/ or excessive force application during its use, which finally resulted into the chipped tip. Moreover, all detected damages are potential end of life indicators which let us allude that this device was often and intensive used over its 8 years of lifespan. This end of life indicators could also have had contributed to the malfunction of the device. Please find information for end of life indicators of reusable instruments. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H10: the hospital indicated there were other similar events but declined to provide any details about those events. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 during a spondylodesis procedure two instruments broke when inserting the implants. The long outer retaining sleeve broke when inserting the matrix polyaxial screw. The threaded part would not engage wholly into the head of the screw and it broke off. Another retaining sleeve was used to finish the insertion. The screwdriver also broke when locking the end caps despite being used with the torque limiting attachment. The part of the screwdriver that broke off had to be retrieved from the patient. Concomitant devices: unknown matrix polyaxial screw (part# unknown, lot# unknown, quantity# 1), unknown end- cap (part# unknown, lot# unknown, quantity# 1). This report is for one (1) t25 stardrive shaft f/matrix long. This is report 2 of 2 for (B)(4).